Event description:
New information indicated, the patient was well post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient with muscle stimulation presented in clinic for follow-up. The pulse generator exhibited backup operation. The device was explanted and replaced.

Manufacturer narrative:
Analysis description: final analysis confirmed the reported complaint of backup operation. The backup operation was caused by code corruption, which was possibly due to electromagnetic interference. A product code reload restored normal device operation.